Manufacturer narrative:
The device inspection by (B)(4) also confirmed followings; the adhesive part on the bending section rubber was worn out. (B)(4) said the cracks in the plastic cover were due to physical stress. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device for annual inspection at the service department of olympus (B)(4) and found that there were cracks in the plastic cover of the distal end. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed from the photos sent by olympus (thailand) co., ltd. (Oth) that there was a dent around the plastic cover at the distal end and there was evidence of physical stress. The instruction manual provides the appropriate detection and precautions for the reported failure mode. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the past similar cases and the above information, the reported event may have been caused by user's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.